Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the central nurse's station (cns) (mu-971ra, sn: (B)(6) would not allow them to click within the fields of the admit screen. The customer rebooted the unit and was prompted to provide a password which he did not know. The unit was reported to have lost power and would not boot up; the unit was displaying a blue screen. Service requested/performed: troubleshooting. Investigation summary: the root cause is determined to be loss of power to the cns, leading to improper shut down and deterioration of the hard disk drive. The overall risk is determined to be medium. The cns-9701a model was discontinued on 11/14/11 and the product is no longer supported. The unit (sn 579) has no history of hdd failure in its 13 years of service. The hdd is a regular inspection item and is a replaceable component of the cns, however, the hdds that are currently used could not be configured to work on the discontinued cns. The customer was advised to purchase a new cns. The reported issue does not warrant further investigation through the CAPA process.

Event description:
The customer reported that the central nurse's station (cns) shut down while monitoring patients. The device displayed a blue screen after a reboot of the device. No harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down while monitoring patients. The device displayed a blue screen after a reboot of the device. No harm was reported. Nk will send the customer new hard drives to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical devices.

Event description:
The customer reported that the central nurse's station (cns) shut down while monitoring patients. The device displayed a blue screen after a reboot of the device. No harm was reported.